Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed rewind and self test. No unexpected rewind anomalies noted. The asr exemption e2015043 was revoked on (B)(6) 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons were less responsive and harder to press. Customer stated that the insulin pump was slower during rewind. The insulin pump will not be returned for analysis.